Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge in the sync mode. The users switched to a different defibrillator to deliver therapy. The patient was successfully cardioverted with the second defibrillator.